Manufacturer narrative:
Na

Event description:
It was reported that gamma 3 long nail was broken. Original indication subtrochanteric fracture, nail implanted in late 2006. During fall 2008, patient was feeling very ill, in 2008, the nail was found to be broken. Nail explanted and new implanted approx three months later.